Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during the right atrial automatic threshold (raat) test. Technical services (ts) suggested a reprogramming option. The lead remains in use. No adverse patient effects were reported.